Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that"all of the sudden my pacemaker started pacing me at 130-135 bpm" and are concerned their implantable pulse generator (ipg) isn't working properly. The ipg remains in use. No further patient complications have been reported as a result of this event.